Event description:
It was reported that an ilet user experienced fluctuating blood glucose values despite performing several factory resets, and the cause of the glucose variability remained unclear; the user contacted support, received troubleshooting and education, and was advised on oral glucose use for low readings. Symptoms included sweating and shakiness consistent with hypoglycemia. Outcomes included the need for early treatment of low glucose with oral carbohydrate and consideration of assistance from a clinical management line. Investigation included support-led troubleshooting and education with review of alerts and alarms. Investigation of this case revealed no confirmed device malfunction or component failure, with findings consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.